Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital with dizzy spells. Upon interrogation, an increase in impedance on the right ventricular lead was noted. Lead fracture was suspected. Upon further interrogation, noise was observed on the atrial lead. Both leads were explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: section ¿ the medical products should have been model: 1688t/52 model: ju067661 rather than model: unk12182018-sv-01.

Manufacturer narrative:
A complete lead was returned in three pieces. Visual examination verified all filars of the inner coil were fractured distal to the suture sleeve tie impression. The inner coil was fractured at 32.0 cm from the distal tip and the suture sleeve tie impression was noted at 12.5 cm from the connector pin. The cause of the reported events was isolated to the fracture of the inner coil.